Event description:
It was reported that a spectrum pump did not sense a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'did not sense closed door' was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower auxiliary switch and damaged door hooks. The lower auxiliary and door hooks require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.